Manufacturer narrative:
The reported device is not available for return for evaluation. The manufacturer, (B)(4), has been made aware of the issue. Investigation into the root cause is in process.

Event description:
The new green bag ripped during surgery.